Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was not returned for evaluation against the reported event. Evaluation of the photographs provided confirmed the sterile packaging pouch is damaged. DHR was reviewed and no discrepancies were found. The root cause is likely due to damage during transit. The likely condition of the device when it left zimmer biomet is conforming to specification. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual evaluation of the returned product identified damage to the sterile packaging (pouch). Sterility has not been compromised. The reported event has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Product is in process of being returned to zimmer biomet for the investigation. A follow-up MDR will be submitted upon completion.

Event description:
It was reported that during an initial hip procedure, the surgical assistant noticed there was a hole in the inner wrapper of the implant. The implant was removed form the surgical field and a new implant was used to complete the surgery. The implant did not come into contact with the patient. Attempts have been made and additional information is unavailable at this time.